Manufacturer narrative:
A4-a6:unk. B3: unk. D4 (experiation date); unk no serial number reported. D6a: unk. H4 (device manufacturing date): no serial number reported. Claim# (B)(4).

Event description:
In a summary from a poster on demand called, "long-term clinical results after phakic intraocular lens removal surgery," a study analyzed long-term clinical outcomes after removal of phakic intraocular lenses, according to the type of lenses that include icl. The study looked at 139 eyes from 78 patients who underwent lens removal between (B)(6)2016 - (B)(6) 2023. Patients were assigned to evaluation and must not have other surgical interventions. Endothelial cell loss and change to corneal astigmatism were evaluated at 6-months or longer following lens removal. Following removal of anterior and posterior iols, a significant decrease in corneal endothelial cell count for all lens types was observed which persisted for up to 2-years post-surgery. No significant changes were observed between the artiflex and icl groups. A well-designed multicenter study is suggested to assess parameters such as length of time following insertion of the iol, endothelial cell count change, and lens type.